Manufacturer narrative:
Occupation: ccp. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted for low cardiac index and hypotension despite drug therapy between 5:30 and 6:30 pm. Operation of the iab was uneventful after insertion, and the patient was eventually transferred to the ICU. Around 1 am the following morning, the console generated a low helium alarm. The nurse watching the patient did an autofill, and that¿s when she got an autofill failure and then noticed blood coming into the gas line from the patient. The doctor was called in to check the iab, and he ended up removing it. After removal, he noticed that the part of the fiber optic wire that normally sits in the aorta was broken. The removal was uneventful and the patient's cardiac index stayed about the same without the iab. There was no patient harm or adverse event reported.

Manufacturer narrative:
A photo of the involved device was provided by the customer, showing the iab attached to one of the patient's lower extremities. No physical damage to the device can be observed. Further visual examination of the provided photo revealed that a blood leakage had occurred inside the extracorporeal and catheter tubing. However, it was not possible to observe/detect a broken optical fiber. The visual examination of the provided photo confirmed the reported leak and which could have also contributed to the reported alarm. However, it is not possible to determine a root cause for the leak, autofill alarm or broken fiber since the device was not returned for evaluation. If the device becomes available for return, an updated evaluation letter will be provided. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period feb-20 through jan-22 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).